Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After about 30 minutes of ablating, when the physician was doing the right side map, the patient's blood pressured dropped. Intracardiac electrogram (ice) showed a moderate pericardial effusion. A pericardiocentesis was performed, but the condition did not improve, so the patient was taken to surgery. The patient was hospitalized, and the event was still ongoing. The device is expected to return for analysis.